Event description:
A review of svc data revealed a reportable event with monitor sn (B)(4). Upon svc investigation, the monitor failed the belt start-up test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon svc investigation the monitor failed a belt start-up test. Upon evaluation, there was a solder bridge across capacitor c652. The cause of the test failures is the solder bridge across the capacitor. The root cause of the solder bridge cannot be positively identified but is likely assembly error. No adverse event resulted from the defective monitor. The pt received a replacement monitor.